Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was confirmed due to a faulty patient board set that required replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the180 scope. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the printed circuit board (dr board). The dr board design change was confirmed to have been made on april 16, 2018. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.